Event description:
It was reported to philips that the system was unable to adjust the shutters, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to adjust the shutters, which had affect the quality of the imaging. Upon troubleshooting fse found the faulty shutter button. To resolve the issue, fse replaced the imaging module kit wp. The defective imaging module was returned to philips for analysis and the right wedge was broken and was not operating correctly. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.